Manufacturer narrative:
(B)(4).

Event description:
It was reported that post unrelated operation, the patient experienced atrial fibrillation possibly caused by the procedure. The patient was prescribed medication and was discharged.